Event description:
Note: this report pertains to the fifth of five reported malfunctions, which occurred during the procedure. It was reported to boston scientific corp that prior to inserting an interject therapy needle into the gastroscope, the needle failed to extend and retract. The device was removed and replaced with another interject injection therapy needle device; the procedure was completed with this device. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be "fine." Refer to MFR report #s: 3005099803-2008-05534, 3005099803-2008-05535, 3005099803-2008-05536, and 3005099803-2008-05537 for details regarding the other four devices.

Manufacturer narrative:
According to the complainant, the suspect device has been disposed and is not available for return. A device evaluation cannot be performed; the cause of the reported malfunction is undetermined.